Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during on the insulin pump. The customer's blood glucose level unknown mg/dl. The customer is unable to troubleshoot, she stated that he will rreser it and it will work again. The customer was advised to go to bolus history and subtract from that but again we would know if the initial amount was actually delivered becasue of the no delivery alarm and she understood.